Manufacturer narrative:
Initial reporter not known at the time of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the umbilical cable was damaged which caused the image acquisition system (ias) to not charge. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative (rep) went to the site to test the imaging system. The reported issue was confirmed. When the rep arrived the battery stack voltage was at 200vdc and each pair at 10vdc. The batteries and holding clasp were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the umbilical cable was damaged which caused the image acquisition system (ias) to not charge. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter received. Last name unknown from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the umbilical cable was damaged which caused the image acquisition system (ias) to not charge. No patient was present at the time of the event.